Event description:
It was reported that a user experienced intermittent bluetooth communication loss between a dexcom g7 sensor and the ilet, after which the sensor reconnected on its own; concurrent fingerstick and cgm values were consistent and later confirmed accurate, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, associated with the device¿s electrical and magnetic subsystem and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.